Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not giving insulin. Customer stated that her blood glucose readings have been high. Customer had the following symptoms: nausea, vomiting, abdominal pain, and stated that she can't breathe well. Customer's blood glucose was over 200, 300, and 500 mg/dl. Customer's current blood glucose is 543 mg/dl. Customer stated that she gave herself an injection to treat. Customer stated that she has a back-up plan and has told her primary health care professional. Customer stated that she changed the set the day before. Customer checked and her blood glucose was 510 mg/dl. Customer found 1 large bubble in the tubing. Troubleshooting was performed and customer stated that insulin did not exit from the pump. Customer changed out the set and stated that she still had big air bubbles. Customer's blood glucose was at 499 mg/dl. Customer was advised to make sure insulin is at room temperature since she stores it in the fridge. Customer wanted the pump replaced.